Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Event description:
Clinical study patient ID: (B)(6). It was reported that this was a vessel closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first proglide seemed to be positioned successfully without any problems. There was difficulty positioning a second proglide device "because of the cracking of the suture" [suture break]. A decision was made to switch to a prostar device and the suture was pre-placed. The prostar suture seemed to be positioned correctly. The sheath was upsized to a 14f and the tavi procedure was completed. The patient remained stable during the procedure, and the hemodynamic results were good. After the closure of the access site, it was noted that the proglide and prostar sutures were not working properly and angiography showed that the femoral artery was occluded at the puncture site. It was thought that this may have occurred because the posterior wall of the vessel was sutured to the anterior wall. A percutaneous transluminal angioplasty (pta) was performed, and a covered stent was implanted. Following the procedure, the patient developed a left bundle branch block. No treatment was required. The patient was reported to be stable. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy; however, hospitalization was prolonged by a day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot numbers were not reported. The cause of the reported difficulty and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or suture pulled until it breaks contributed to the reported suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number changed from "lot#3041841" to "unk". D4, h4: manufacturing and expiration dates removed as the lot number was not known.